Event description:
Two very different dialysis solutions (both acids) but with different ingredients have such similar labels that staff pulled the wrong item from supply. Mistake was caught before it was used, however concern that the labels should more clearly convey the difference such as different colors.